Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, the lead was in place when a dislodgement occurred during the sheathing. A replacement sheath was used and the pacing lead remains in use. No patient complications have been reported as a result of this event.